Event description:
The physician reported, to the field service engineer (fse), an erroneously elevated troponin I (accutni) result, above the acute myocardial infarction (ami) cutoff, for one patient, involving access 2 immunoassay system. Subsequent testing produced a lower result within the normal reference interval. The elevated result was not released out of the laboratory as it did not correlate with the patient's clinical presentation. The physician was uncertain of which laboratory the patient sample originated from or which unit the sample was tested on. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not know which particular system or laboratory was associated. On (B)(4) 2012, beckman coulter, inc. Customer technical service (cts) contacted the physician in an attempt to obtain additional event information but was unsuccessful.